Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Reported false positive sars result for 1 consumer. It is unknown if the consumer was symptomatic. The consumer's wife communicated that her husband continuously tested positive for a 10-day span testing every 48 hours. The consumer's wife communicated the result was confirmed by negative by another rapid antigen assay. 4 additional consumer events were communicated which are captured on separate reports.